Event description:
It was reported by the patient that they were experiencing pain at the insertion site. It was also reported that the site was red and swollen. The patient called the doctor and was prescribed antibiotic but did not remember the name. The old pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.